Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025). The patient's blood glucose levels read high (>400 mg/dl), while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting and dehydration. Once at the hospital the patient was treated with intravenous insulin and fluids as well as manual insulin injections. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.